Event description:
It was reported that the subject device had error code e224. The issue was identified during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the reported issue was not confirmed; unable to duplicate the reported e224 error message. There was no issue with image quality found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.